Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this implantable cardioverter defibrillator (ICD) passed away. Boston scientific became aware of the patient's death when the patient's mother called and reported that the patient died two weeks after the device was implanted because it did not work. The device was not returned to boston scientific. The field representative was contacted and was not aware of any allegations. He did mention that the patient's electrophysiologist wanted to review device data and was asking if we could try and get the device back for analysis. The field representative contacted the local coroner, however they had not seen the patient. Remote monitoring data was reviewed to check for any arrhythmic episodes from the date of death. The last remote monitoring transmission was from (B)(6) 2016, therefore no data was available from the date of death. There were no counters for ventricular episodes, suggesting no episodes were stored. The impedance trend data did not show any remarkable changes. The right ventricular (rv) lead impedances decreased from 527 to 450 ohms over a course of 10 days; however, shock lead impedance measurements were consistent. No further information was available.